Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening after the patient fell. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse-3d implant, p/n 7050m-90, lot# 2619751, mfd. 12/12/17, exp. 2022-12-12, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7035m-90, lot# 2591225, mfd. 08/15/17, exp. 2022-08-15, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient had great si joint pain relief before complaining of a recurrence of pain after a fall. The surgeon determined that the inferior positioned implant was loose after the fall. He also checked to see if the superior positioned implant was loose by chiseling out some of the bone around it, but it was solidly fixed in place. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the superior and inferior positioned implants with chisels and replaced them with larger implants of the same type utilizing the explant voids. The status of the patient following the revision procedure is not known.